Event description:
It was reported to covidien in 2009, that a customer had an issue with a dialysis catheter. Customer states they found a tear in the arterial port lumen. This pt had their catheter pulled and replaced.

Manufacturer narrative:
Submit date: 05/29/2009. An investigation is currently underway. Upon completion, the results will be forwarded.